Event description:
In 2007, this patient was treated with a gore tag thoracic endoprosthesis to treat an expanding descending thoracic aortic aneurysm with a penetrating ulcer. The right common iliac and femoral arteries were used as access with a 24fr gore introducer sheath with silicone pinch valve although the right iliac artery was small. At completion, a small dissection in the right iliac system was found. The physician removed the sheath and closed the incision with a prostar device. The patient tolerated the procedure well, and was taken to recovery in stable condition. In the next day, persistent right groin pain and decreasing hemoglobin indicated a possible retroperitoneal hemorrhage which required re-intervention. Disruption of the right external iliac artery with hemorrhage into the retroperitoneum was found. Two wallstent endoprostheses were placed in the right external iliac artery and a bovine patch was placed repairing the anterior wall of the right common femoral artery. Approximately, 1 liter of blood was evacuated from the retroperitoneum. The patient was stable during the procedure. In the next day, the patient developed hypotension and bradycardia. Resuscitation was unsuccessful and the patient expired.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Other device implanted but not related: tg3410-04771060.